Event description:
Complainant alleged that during incoming inspection the device displayed a "defib fault 109" message. Complainant indicated that there was no patient involement in the reported malfunction.